Manufacturer narrative:
Date of report: 05mar2019. Date rec¿d by MFR: 04mar2019. Multiple attempts were made to retrieve the repair information; however, no response was received. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 30nov2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that a v60 ventilator generates a "no oxygen (o2) flow alarm" when certain o2 flows are required. It is unknown if the ventilator was in use on a patient at the time of the reported event. The event date was not specified; estimate used.